Manufacturer narrative:
MDR 2183456-2019-00029 has been filed past the 30-day timeframe. Through the 2019 FDA inspection, it was identified that while ad-tech was evaluating reportability for actual events in which death or serious injury had occurred, ad-tech had failed to submit events in which a malfunction was reported and could result in a serious injury if the event were to recur. As part of the investigation, a two (2) year retrospective review of complaints was performed to determine which complaints required submission of an MDR. See attached complaint report.

Event description:
On (B)(6) 2018 ad-tech received a complaint from a customer stating that when drilling through the rosa guide on the first trajectory the drill bit snapped and fused to the guide. They were able to use a replacement guide and drill bit to finish the case.